Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potentially inappropriate anti-tachycardia pacing (atp) and shocks for an atrial arrhythmia with rapid ventricular response (rvr). Additionally, a shock was found to potentially accelerate the rhythm further into ventricular fibrillation (vf). Therapy was exhausted and the rhythm was found to have slowed down to the monitor only zone. It was hard for technical services (ts) to determine if the device therapy caused the acceleration in heart rate or if it was due to the patient condition but could not rule out the shock delivered changed the rhythm. This ICD remains in service. No additional adverse patient effects were reported.